Event description:
Pt expired during cardiac intervention procedure. Three months prior to this event, the pt had a right coronary angioplasty with unsuccessful stent placement to a calcified vessel. The pt presented with chest pain and it was determined the vessel had re-stenosed and a laser atherectomy would be performed. The right cornary artery was perforated and the pt coded. A pericardiocentesis was performed for a tamponade. A pericardial window was attempted and the pt had massive blood loss. Despite attempts to resuscitate, the pt expired. No conclusions as to what caused the perforation have been determined. These were not single-use devices that were reprocessed and reused on a pt.